Event description:
Physician initially reported that due to a couple dissections that he recently noted in the side branches with the angiosculpt balloon, he is more cautious of its use at this time. During a follow-up with the physician in an attempt to obtain additional information about the couple of dissections, physician was unable to provide specific examples or details. Physician reported that he is unable to provide any additional information other than he was using the angiosculpt in side branches with the intent not to stent the vessel, and that he would see dissection in the side branches after angiosculpt dilatation and was forced to stent the vessel.

Manufacturer narrative:
Upon follow-up, physician was unable to provide specific examples or details of the reported couple of dissections. Thus, patient and device information, including quantity, is unknown. It cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the reported couple of dissections. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, coronary artery dissection is listed as a possible adverse effect of the procedure.